Event description:
Rptr was admitted to the hosp after 133bpm heart rate was sustained for 12 hours. Doctors tested for many things and through CT-scan of head and chest ruled out tumors, clots but discovered a ruptured left breast implant and pericardial effusion. Also, through lab tests hyperthyroid, auto-immune.